Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger and monitor were not working properly. The pt was issued a replacement charger/modem and monitor.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not work) was confirmed. As received, the charger would not power on. Upon eval, there was no dc voltage output from the power supply unit. The cause of the inability to power on is the lack of dc voltage from the power supply unit. The cause of the lack of dc voltage is defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. In addition, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. Device eval of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the monitor would not power on completely. The cause of the inability to power on is a defective sd card. The root cause of the defective sd board cannot be positively identified. No adverse event resulted from the defective charger/modem or monitor. The pt received a replacement charger/modem and monitor. Manufacture date: monitor: 03/2012.